Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot #: 22085998, d4. Medical device expiration date: 29-aug-2025, h4. Device manufacture date: 25-aug-2022. D4. Medical device lot #: 21116351, d4. Medical device expiration date: 29-aug-2025, h4. Device manufacture date: 25-aug-2022. D4. Medical device lot #: 22115749, d4. Medical device expiration date: 29-nov-2025, h4. Device manufacture date: 29-nov-2022. H.6. Investigation summary: a complaint of tubing turning a brown color was received from the customer. No product or photo was returned by the customer. The customer complaint of cosmetic issues - discoloration could not be verified due to the product not being returned for failure investigation. A device history record review for model 10015414 lot number 22085998 was performed. The search showed that a total of (B)(6) units in 1 lot number were built on 29aug2022. A device history record review for model 10015414 lot number 21116351 was performed. The search showed that a total of (B)(6) units in 1 lot number were built on 25nov2021. A device history record review for model 10015414 lot number 22115749 was performed. The search showed that a total of (B)(6) units in 1 lot number were built on 29nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 32 bd alaris pump module blood set experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: tubing has turned a brown color.